Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the drill was broken. According the sr, during surgery there was no problem.

Manufacturer narrative:
Evaluation summary: the reported event of the drill bit breakage could be confirmed. Based on the investigation, the root cause too high force impact was attributed to a user related issue. During the visual inspection no indications for rust or material inconstancies could be found. The homogenous appearance of the fracture surface is a characteristic of forced fractures. According to the event description the breakage occurred not during an operation. It was probably caused by improper handling during cleaning, sterilization and/or transportation. Please pay attention to the IFU for instruments v15011/j: ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants! [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the drill was broken. According the sr, during surgery there was no problem.